Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced hypoglycemia but was not able to monitor the cgm readings because the dexcom was on brief sensor error. She said she ¿almost died¿ because of hypoglycemia but no symptoms were reported and no medical intervention occurred. No other details were documented. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.